Event description:
A report was received that the patient was experiencing discomfort at the lead site where the physician tunneled over underneath the patient¿s skin. It was believed that the site was still healing. The patient was provided patch to put on the skin. The patient was no longer experiencing pain now with the patch.